Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 56 mg/dl at the time of the incident. The customer was at 260 mg/dl at the time of the call. The customer used food and juice to treat the low and an insulin pen for their current high. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer changed their set the previous night and filled the reservoir with 200 units and the next morning they only had 10 units left. The insulin pump will be returned for analysis.